Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.